Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported blood transfusion leaked above the blue fitment; infused 197 ml when the leak was discovered. The rate was 117 ml/hr. The set was reported to have been loaded properly. Although requested, no additional patient or event details were provided by the customer.